Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise due to under-sensing on the discrimination channel. A drop in r wave amp and decrease in defibrillation lead impedance was noted indicating a beginning of lead integrity issue. The issue was not reproducible with testing. The lead was reprogrammed. The patient was stable.